Event description:
Customer stated that head of bed wouldn't go up.

Manufacturer narrative:
Tech found that head up valve wasn't working correctly - cause unk. Tech replaced valve to correct problem.